Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The patient was on their first dose of eliquis and aspirin post procedure. Later in the evening, the patient developed an effusion and was treated via pericardial tap. The patient fully recovered and was released from the hospital without additional symptoms.